Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii gastrointestinal videoscope. The scope was contaminated with germs. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results showed no growth. The device was then inspected and the following defects were found: separated bending section rubber; chipped light guide cover lens and charge-coupled device cover lens; painting peeling off the air /water nut and suction cylinder nut; and angulation was out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the no growth was detected. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was later reported by the customer the suction channel tested positive for one (1) colony forming units (cfus) of enterobacter cloacae-complex, and the distal end tested positive for coagulase-negative staphylococci. Olympus requested details regarding the customer's cleaning disinfection and sanitization (cds) practices, but no response was provided.